Manufacturer narrative:
Lead model 435135 serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2006, lead model 435135 serial# (B)(4) implanted: (B)(6) 2003 explanted: (B)(6) 2006. Analysis of the lead model 435135 serial (B)(4) and the lead model 435135 serial (B)(4). Found no significant anomalies. The leads were segmented and only the distal segments were returned. The conductors and body insulation were cut through. The distal ends of the leads were ok. Continuity was acceptable on both distal segments.

Event description:
It was reported that the patient's lead was removed due to severe abdominal pain. The patient recovered without sequela. The manufac turer's device registration system showed that the patient's entire system was removed.